Event description:
During a laparoscopic gastric bypass procedure, on the 5th or 6th firing, the jaws would not open when the release button was pressed. The jaws remained locked on the tissue. This resulted in another device being opened to cut the tissue around the instrument to remove it.